Manufacturer narrative:
The reported event of stretched helix was confirmed while the low pacing impedance was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Further analysis was performed, including pacing impedance measurement, and the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. A different lp was used to complete the procedure. The patient was in stable condition.